Event description:
It was reported that the number 4 pull wire broke and the ipsilateral limb was not deployed. The physician chose to dismantle the device and the limb was manually deployed. The procedure was completed without further incident.